Event description:
Caller states that during a correlation study the following results were obtained:patient 1tested 2.9 inr on coagucehk system 1 and 2.6 inr/2.2 inr on additional coaguchek systems. Patient 2 tested 5.1 inr on coaguchek system 1 and 4.6 inr/3.8 inr on additional coaguchek systems. No action taken based on coaguchek system 1 results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.